Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
False negative result(s). We got a call from a customer that is having an issue with 2 5packs of flowflex plus covid 19 and flu a/b antigen test kits. The customer just purchased 2 5 packs, so this is an out of box issue. When the customer has 2 5 packs both are the same lot number. The customer used 4 kits out of 1st box and 2 kits out of the 2nd box. All 6 tests showed negative for flu a. The customer was tested by the doctor's office, and the results were positive for flu a. The customer could not provide pictures of the test cassettes in question they had been thrown away. Customer will not use the remaining 4 test kits.

Event description:
False negative result(s). We got a call from a customer that is having an issue with 2 5 packs of flowflex plus covid 19 and flu a/b antigen test kits. The customer just purchased 2 5 packs, so this is an out of box issue. When the customer has 2 5 packs both are the same lot number. The customer used 4 kits out of 1st box and 2 kits out of the 2nd box. All 6 tests showed negative for flu a. The customer was tested by the doctor's office, and the results were positive for flu a. The customer could not provide pictures of the test cassettes in question they had been thrown away. Customer will not use the remaining 4 test kits.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090001 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection. The test results of retention samples from cfl4090001 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.